Event description:
It was reported via phone call, that the customer received a button error alarm, unable to clear alarm due to unresponsive keypad. Customer's blood glucose level at the time 140 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with button error alarm and no button response due to corroded keypad traces.no moisture damage on electronics noted. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.